Event description:
Healthcare professional reported a lap-band port "leak and bubbling" first noticed when the patient experienced "no restriction." The lap-band port was not removed or replaced. The treating physician repaired the port by "cutting and reconnecting it."

Manufacturer narrative:
The product associated with this report will not be returned for analysis. Based upon the implant date provided by the reporter the connector type is a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, however, it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the bank, the port or the connector tubing. Caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, ans this will cause leakage and deflation of the inflatable section."